Manufacturer narrative:
Analysis cannot be performed as no product was returned for evaluation and lot number is unknown. The association between the coopervision device and the event is unconfirmed.

Event description:
The patient alleges she experienced a corneal abrasion while using the product. The patient indicates that she is being treated with antibiotics and steroids. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, the use of antibacterial and steroid medication, and unknown resolution.